Event description:
It was reported that after the implant procedure, an xray revealed that this right atrial (ra) lead was dislodged and did not capture at 7.5v output. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.